Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was brought in the hospital for shortness of breath and chest pain, shortly after receiving hv therapy. Upon review of the egms, the patient initially experienced a true ventricular arrhythmia, but afterwards received inappropriate hv therapy due to rv lead noise. The patient is in hospice care and lead replacement will not be made.